Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had right heart failure and was unable to be weaned off of bypass with poor biventricular function; the patient was placed on a central right ventricular assist device (rvad) and impella. On (B)(6) 2022, the patient had ventricular tachycardia requiring pacing wires. On (B)(6) 2022, the patient had increasing creatinine levels of 3.84, and their baseline was 0.8. Nephrology was consulted. The patient's creatine rose to 4.81 and the patient had hyperkalemia. The patient was started on continuous renal replacement therapy (crrt). The patient had bleeding on (B)(6) 2022 with a hemoglobin level of 6.7. Four units of packed red blood cells (pbrc) were transfused in the operating room and two units were transfused in the intensive care unit. On (B)(6) 2022 the patient's hemoglobin was 7.7 after receiving 3 units of prbc. On (B)(6) 2022, the patient's hemoglobin was stable and they were started on standard heparin. The patient continued to have stable hemoglobin while on heparin with no signs of bleeding on (B)(6) 2022. The patient continued crrt for volume management and was switched to citrate. The patient's creatinine level was 1.66. On (B)(6) 2022 the patient's creatinine dropped to 1.48 after which they were discontinued on crrt and switched to prolonged intermittent renal replacement therapy (pirrt). Additionally, on (B)(6) 2022 the patient's right ventricle and filling pressures improved, and rvad support was reduced. On (B)(6) 2022, the patient's creatinine was 1.36 and the patient was able to produce more urine. Pirrt was stopped. On (B)(6) 2022, the patient continued to have rv dysfunction. Gentle diuresis and pirrt was performed. On (B)(6) 2022, an echocardiogram revealed severely depressed rv function. On (B)(6) 2022, another echocardiogram was performed showing improved rv function to moderately/severely depressed. Rvad support was slightly reduced. On (B)(6) 2022 the patient continued to be weaned from the rvad. On (B)(6) 2022 another echocardiogram was performed and the patient's condition was unchanged. The patient continued to be weaned from the rvad, and the patient was started on inhaled nitrous oxide. On (B)(6) 2022, the patient's rvad was decannulated and the patient remained on inhaled nitrous oxide. On (B)(6) 2022 it was attempted to wean the patient off the inhaled nitrous oxide but the patient's central venous pressure was too high. It was attempted again on (B)(6) 2022 with diuresis. On (B)(6) 2022 the patient was off inhaled nitrous oxide.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure, cardiac arrhythmia, bleeding, renal dysfunction, and patient conditions could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation as it was indicated that the device was retained by the hospital. The centrimag blood pump instructions for use (IFU) lists multiple types of organ failure and dysfunction (including right heart and renal dysfunction), bleeding, and cardiac arrhythmia as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #19: do not restart the pump if the pump has been stopped for more than 5 minutes without adequate anticoagulation, as the risk of thromboembolism is increased after blood has remained stagnant in the pump, extracorporeal circuit, connectors, and cannulae. IFU warning #21: use of the pump for periods longer than 30 days may result in pump failure, reduced pumping capacity, excessive blood trauma, and/or degradation of blood contact materials (with possible particles passing through the cannulae to the patient), leaks, and increased potential for gaseous emboli. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022, the patient had atrial fibrillation with rapid ventricular response. The patient was cardioverted and a bolus IV drip of amiodarone was given. On (B)(6) 2022 the patient had pacing wires removed without incident. On (B)(6) 2022 the amiodarone drip was discontinued due to bradycardia. Oral amiodarone was discontinued on (B)(6) 2022. The atrial fibrillation continued and a plan was made to repeat cardioversion in 3 months. The patient continued taking lasix (furosemide) while started on entresto (sacubitril-valsartan) on (B)(6) 2022. They were referred to cardiology as an outpatient.